Event description:
Additional information reported the patient previously experienced ¿duplicate symptoms even though her device was set to zero¿ and a loss of therapeutic effect. It was stated the patient¿s symptoms happened the night prior to follow-up and ¿usually happened when she was tired¿ and ¿probably twice a week, sometimes more often.¿ it was further stated the patient¿s symptoms ¿happened more often when she was tired or upset¿ and that she was told she had not gone to the right number of rehab sessions and that it was all her fault. It was noted the patient¿s symptoms had started in (B)(6) 2012. The patient reported she was unsure of what caused her symptoms and stated that her physician thought it was scar tissue. It was reported the patient¿s device did not work as well as her previous device from a different manufacturer. It was stated the patient¿s device ¿worked wonderfully the first couple of months and rapidly went downhill.¿ the patient reported that her ins and leads were explanted (B)(6) 2013 and also that her device was removed the week prior to (B)(6) 2013. It was stated the patient was ¿partially drugged¿ and had ¿difficulty with recollection.¿ the patient noted she was taking multiple pain medications at the time of follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician decided to explant the system. No further information was available.

Event description:
Additional information reported the patient began experiencing shocking or jolting sensations in her arms, hands, neck, shoulders, chest, and lower back starting about ¿1.5 ¿ 3 months¿ prior to follow-up. The patient reported stimulation in the wrong location. It was stated the patient¿s nerves would ¿jump¿ and that she had dropped her coffee and she had numbness in her right foot. It was noted the patient was previously set to 5.5 volts and that the patient had turn her stimulation down to zero and off and was still receiving stimulation at the time of follow-up. It was stated that when the patient¿s ins battery ran out she did not get these sensations. It was noted the patient¿s ins worked perfectly ¿for the first 1.5 ¿ 3 months.¿ it was stated the patient had a medical condition where they experienced sleep issues. The sleep issues were further described as the patient did not sleep and then would fall asleep while on her feet and fall. It was reported the patient was scheduled for a revision on (B)(6) 2013. Additional information stated the patient experienced a ¿muscle jumping sensation even when stimulation was off.¿ it was reported the patient¿s ¿ins kept turning on even though it was off.¿ it was stated that when the stimulation was on it felt like a ¿knife blade between her shoulders and even to her chest wall.¿ every time the patient recharged it was reported she received a ¿sensation like touching wires, mostly in her arm and legs¿ and that it would ¿make her drop her coffee cups.¿ it was noted the patient could not sleep with the stimulation. It was reported the ins would be ¿at ¾ a week before¿ and then at zero when meeting with her physician. It was stated the patient¿s numbness in their right foot was ¿from the pressure of the stimulator¿ and was ¿possibly due to scarring.¿ it was further stated the patient used to have the numbness in her left leg and that it ¿started about a month or two after her surgery.¿ it was noted the patient had osteomyelitis before she had her original fusion and construction of her back and that this ¿did resolve the right foot numbness for a couple months.¿ the patient was redirected to her hcp. Additional information noted the patient¿s revision procedure would revise the lead placement. It was stated the manufacturer representative (rep) had previously turned the patient¿s ins ¿on and off several times and found no problem.¿ it was further stated the ins would ¿not turn on by itself¿ and the rep ¿could not duplicate the scenario¿ the patient reported. It was noted the patient ¿did have some problem understanding the on and off button.¿ the patient was redirected to their hcp.

Event description:
It was reported that the patient had her implant back in (B)(6) 2013 and she had been having issues ever since. She was having convulsions and it was believed that they were from the stimulator. The patient admitted herself to the ER the night prior to the report. The patient was released from the ER. It was believed manufacturer representative was going to see her the day after the report. The patient was having stimulation in the wrong area and "her feet were twitching." Five days later it was reported that previously mentioned ER visit had happened after a fall related to her insomnia. The patient actually had a seizure while she was at the hospital. It was stated that she had a seizure disorder, but hadn't experienced an episode in over 10 years. Some CT scans and x-rays were ordered to make sure the leads hadn't migrated due to the fall. Six days later it was reported that "the patient was getting a lot of broad spectrum referred stuff." If she had stimulation turned up enough to help with her back pain, she had knife blades from her shoulder blades and a tight band feeling around her ribs. She also was getting electrical spasms in her arms and hands. The patient had stimulation off at the time of the report and she was still getting electrical spasms in her neck, arms and hands. Additionally, it was stated that she was having issues with her carpal tunnel, tightness, and "spasming" in her neck and shoulders that she had never had before. If she compressed her neck or shoulder when laying on her side, she had "issues with her hands bothering." It was stated she didn't do anything to aggravate her carpal tunnel. A CT scan would be performed on (B)(6) 2013. It was stated that the hcp (health care professional) thought the leads had moved but the patient had turned the voltage to 0 v and turned it off and was still having issues. This had been going on for the last month prior to the report. It was stated that the manufacturer representative did show up at the last appointment to "narrow it down" but nothing seemed to work. The patient did have a fall on her lower back a couple weeks prior to the report. She had an x-ray done at the hospital and also had the representative check the device and everything seemed ok at the time. It was stated "the knife blade was only there when she turned the stimulation up and the compression in her shoulder." It was stated that the tingles were still there.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported indicated that there was a loss of therapeutic effect. The patient had been experiencing a lot of problems and pretty much hadn't used her device at all and it had been turned off for about 3 weeks. The patient had carpal tunnel. The pain was so intense about a month or maybe 2 months prior to the report. It was stated that the patient gave impression that the device was implanted to help with back pain and that she had to turn stimulation up uncommonly high to get the relief for her back pain. She had pain through her shoulders and neck, and experienced weird electrical stimulation, twitches, crushing feeling in chest and ribs which occurred about a month prior to the report or more. It was stated that patient's hcp (health care professional) thought her leads had moved and ordered a cat scan. Cat scan occurred two days prior to the report. It was also verified that issues began 6 weeks to 2 months prior to the report.

Event description:
Additional information from the patient confirmed her device was removed two weeks prior to follow-up "due to ongoing chronic problems with it." It was stated the patient's leads moved and she had unwanted stimulation. The patient reported that every time she recharged her stimulation would go on or off and she would feel like there was a knife blade between her shoulder blades. It was further reported the patient "had compressions in her chest even though it (the stimulation) was for her back." It was stated the patient felt like she was having a "galvanic response through her legs and arms, like you did in high school with dead frogs." It was reported that "when it was on it should have been off." It was stated that the patient's problems started two months after implant and that she "had some falls around that time." It was noted the patient had "going sleep disorders."